Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the patient line tubing was damaged. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was also performed, and it was noted that there was a leak from the damaged patient line tubing. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the supply line of a homechoice cassette which resulted in a leak. The location of the tiny hole was further described as on the supply line right below the connection port. The leak was observed during priming of the device for peritoneal dialysis (pd) therapy. Renal therapy services assisted the patient in ending the therapy session and the patient would start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.